Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to t-wave oversensing. The device automatically disabled the smartpass filter before the episode was recorded. Signals showed a change in morphonology with an increase in t-waves. The patient was brought in for testing and exercise electrocardiograms showed the patient only reached a heart rate of 110 beats per minute, and t-waves increasing would not be recreated. A request for technical review was needed. Technical services (ts) agreed that the programming in the alternate sensing vector showed the best sensing qualities. The patient was going to be treated with medication to avoid elevated rates and smartpass filter was going to be re-enabled. Additional information received most recently noted that this s-ICD once again exhibited t-wave oversensing and the device was reprogrammed from the alternate to the secondary sensing vector. Device data was sent to ts. Ts noted that there was another inappropriate shock delivered in (B)(6) 2021 which looked similar to the inappropriate shock delivered 2019. Ts discussed troubleshooting for this case and noted to provide results from exercise testing if performed or further testing results in case further testing is performed. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.